Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically noting a fill estimate issue with the pump showing a static value of 60 units despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the variance in measured pressures affecting the fill estimate and explained that once the amount of insulin equals the displayed static number, the estimate will adjust normally. Caller understood and acknowledged the explanation.